Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Post op, other complications, arthroscopic debridement with biopsies and cultures resulting in positive cultures requiring treatment in infectious disease, unknown component.